Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00795; 3005168196-2019-00797.

Event description:
The patient was undergoing a coil embolization procedure in lumbar artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two penumbra smart coils (smart coil) in the target vessel using a non-penumbra microcatheter. The physician then was unable to detach a new smart coil using two different handles; therefore, the physician manually detached the smart coil. The procedure was then completed using new smart coils and other coils with the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handles revealed fully functional devices. During functional testing, both devices were tested using a handle test fixture and both handles performed within specification. The root cause of the inability to detach during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00795 and 3005168196-2019-00797.